Event description:
This lead was explanted and replaced due to dislodgement which occurred during a rv revision. Could not fit wire through lv during lv lead revision, so explanted and replaced. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, the lead body was found to be deformed 7 cm distal to the is4 connector pin. In this region, the conductor coils were kinked and the kink protection tube inside the lead was severely deformed, indicating an excessively tight coiling of the lead in the pocket area. Due to the deformations of the kink protection tube, the inner lumen was blocked, which most likely resulted in the difficulties with the guidewire. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.